Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an episode of non-sustained oversensing was noted. The physician elected not to perform any intervention and the patient was in stable condition.